Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2017, erp_rfc_user related svn (B)(4), complaints text (B)(6) 2017, (B)(6). Initial notes: nurse and trainer marcia called to say customer is not with her with her pump but when finishing up his last sensor the pump said searching for sensor signal and then again today instead of getting warm up message it said searching for sensor signal and she wanted to know what that meant. Inquired what led up to the complaint. Customer response: customer felt the click when connecting the transmitter and saw the green light blink 6 times. Customer's outcome pertaining to the complaint: explained the signal might have been lost. Advised to have customer call the helpline. Advised they may have to delete the transmitter and re link it. Did not ask for bg. Ship: nothing / return: nothing.